Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing the cannula fired automatically. An x-ray revealed insufficient cannula tang engagement and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the identified self-activation. However, the investigation will remain inconclusive for the alleged failure to fire, as functional testing was not completed due to the identified self-activation. The bent bumpers likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2021),

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. Device expiry date: 03/2021.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device allegedly failed to fire. The procedure was completed using another device. There was no reported patient injury.